Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had six recurrent implantable cardioverter-defibrillator (ICD) shocks, and multiple rounds of adenosine triphosphate (atp) for ventricular tachycardia (vt). The vt might have been triggered by atrial tachycardia (at). The patient remained in ventricular fibrillation (vf) for multiple hours status post defibrillation. Arrythmia existed pre-left ventricular assist device (lvad) and an ICD was implanted pre lvad. The patient was listed for heart transplantation and was treated with intravenous (IV) amiodarone and mexiletine. The arrhythmia did not result in diminished lvad flows.

Manufacturer narrative:
B5: correction to acronym in event description manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues were reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had multiple rounds of anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The patient did not experience any symptoms of arrhythmia, and it was stated that the arrhythmia in this event was not thought to be device or therapy related. It was noted that an automated external defibrillator (AED) was discharged.